Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify low reservoir anomaly and rewind anomaly due to buttons not responding. Device received with stripped battery cap(p) coin slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had to press buttons more than once sometimes to respond. The customer reported that battery cap was worn. The insulin pump rewind was louder and slower and the customer had to rewind more than once per prime. The insulin pump had unexplained no delivery alarms. The customer stated that they does not get low reservoir warnings until it¿s almost completely out. No harm requiring medical intervention was reported. The device will not be returned for analysis.